Event description:
The advocate stated the customer tested her blood glucose and received readings between 300-500 mg/dl using her contour meter. She retested using another meter and received readings between 103-114 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate was in a hurry and ended the call. Troubleshooting was not possible. No product will be returned at this time.